Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 360 mg/dl at the time of the incident and current blood glucose 250 mg/dl. The customer¿s blood glucose was 400 mg/dl. The customer was treated with injection. The customer does not allege pump was under delivering. The customer was advised if high blood glucose persist following the set change we can perform a high pressure test. The insulin pump will not be returned for analysis.